Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, flows were low. Multiple attempts to re-position catheter were not successful. The impella cp was explanted and replaced with a new impella cp device. Clots were seen in the inlet and outlet windows. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.